Event description:
It was reported that a lead could not be secured to the ICD. A new ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; the grommet was noted to be damaged, and foreign material was found in the set screw.